Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that their philips one power toothbrush caught fire while charging. No injury or property damage was reported.

Manufacturer narrative:
The device was not returned nor required for investigation. The root cause has been addressed and executed through design change. This is a known issue which has been addressed by ph ohc design change and implemented.

Event description:
The device was not returned nor required for investigation. The root cause has been addressed and executed through design change. This is a known issue which has been addressed by ph ohc design change and implemented.